Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned complaint device consisted of a rotalink burr catheter. The coil, sheath, handshake connection, burr, and annulus were microscopically examined. There are numerous sheath kinks. The sheath is completely torn 24.2cm from the strain relief there is blood in the sheath due to the tear. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr was fractured. The 85% stenosed target lesion area was located in the mildly tortuous and moderately calcified radial artery. A 1.50mm rotalink burr was selected for use. During the procedure, the burr stalled. The device was removed directly and completely from the patient's body without intervention and a fracture was noted. The procedure was completed with a different device. No patient complications reported and the patient was stable.

Event description:
It was reported that the burr was fractured. The 85% stenosed target lesion area was located in the mildly tortuous and moderately calcified radial artery. A 1.50mm rotalink burr was selected for use. During the procedure, the burr stalled. The device was removed directly and completely from the patient's body without intervention and a fracture was noted. The procedure was completed with a different device. No patient complications reported and the patient was stable.